Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR review could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was page from nurse in medical intensive care unit(micu), that took multiple phone calls and spoke to multiple nurses in the unit to find one who was able to explain the issue. They simply stated the nurse who paged said the arctic sun device probe was not working. Call disconnected and had to call back again. The person who answered was able to confirm the foley probe was not reading on the beside monitor either. They will change the probe and call back if they have any additional questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was page from nurse in medical intensive care unit(micu), that took multiple phone calls and spoke to multiple nurses in the unit to find one who was able to explain the issue. They simply stated the nurse who paged said the arctic sun device probe was not working. Call disconnected and had to call back again. The person who answered was able to confirm the foley probe was not reading on the beside monitor either. They will change the probe and call back if they have any additional questions.